Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. Complaint is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products and mdrs: unk-femoral-unk, MDR: 0001822565-2021-01479; unk-tibial-unk, MDR: 0001822565-2021-01490.

Event description:
It was reported the patient underwent a left knee procedure. Subsequently, the patient underwent a procedure to remove a bone from behind the knee the patient stated was left there due to the wound not being cleaned well. Patient also stated there was a manipulation done at an unknown date due to the knee froze up. Patient claims to still be in extreme pain, has swelling in the knee, difficulty sleeping, difficulty walking/standing and weight loss.